Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the presenting electrogram (egm) showed undersensing of p-waves. It was reported that the p-waves had been small at 0.4 millivolts (mv) and the trend showed a decrease in the p-wave amplitudes and impedance measurements noted as well. A local field representative reported that the device was reprogrammed to ddir mode. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.